Event description:
Pt diagnosed with prosthetic valve endocarditis and / or aortic graft infection following aortic valve and aortic root replacement. Pt complained of low grade fever, chills, and malaise 4-6 weeks after the initial postop visit. No obvious signs of infection were noted during the 1 month or 3 month post op visits. Pt admitted to the hosp 21 days later with complaints fo chills, cough and fatigue. Serum cultures showed no growth after 5 days but were positive for mycobacterium chelonae-abscessus on day 6. Prosthetic aortic valve and root replacement were removed and cultured.